Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that right atrial (ra) lead was found dislodged. The dislodgement was confirmed through device interrogation. The physician attempted to reposition it, but the helix was unable to extend. The ra lead was explanted and a new lead was placed. No additional adverse patient effects were reported.